Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the patient use, the thermogard console (sn (B)(4)) exhibited slow cooling to the specific target temperature. Per a reporter, the console's coolant level was checked and verified to be within specification. No information was disclosed if the console was replaced or alternative therapy was used. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.